Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the recharge antenna complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that when the patient was trying to charge the implant, the controller showed "searching for device" and "system problem rm04" messages on the controller screen. There was no damage on the recharger. When asked if the recharger becomes hot when recharging, the patient said the recharger and controller become hot when recharging. The issue was not resolved. A replacement device was requested. (B)(6) 2021 rtg0174017 x2 rpl 303643: pt called back stating that they tried using the new rtm to recharge the ins, however the controller was still displaying no device found. Pt stated that they called mdt rep and they went through a lot of troubleshooting together, however they still couldn't get the equipment to work to recharge the ins. The controller would just be stuck spinning on looking for device; pt stated that the rtm would be clicking and then the controller would display no device found again. Pt stated that this is their second ins, so they're not new to doing this. Pt stated that they can feel where the ins is, so they know that they placed the rtm paddle directly over the ins. Patient services (pss) had the pt select recharge on the no device found screen during the call, however pt stated that after spinning on looking for device, the controller went back to no device found. Pt stated that ther e was no charge on the ins as they've been trying for 4 days to recharge the ins, so pss was unable to have the pt attempt communication with the ins using the controller without the rtm. A replacement controller was sent out. No symptoms were reported. (B)(6) 2021 rtg0175840, rtg0174017 update (con): pt called back and stated that she has received the rtm and the controller but is still having problems getting connected to charge the ins. Pt stated she called her local rep but rep was not able to assist. Pss walked pt through passive recharge mode and after a few minutes she was able to connect and charge with excellent charge quality. Issue resolved (B)(6) 2021 rpl 303441 update (con): no new event information was reported.